Event description:
It was reported that the lens vaulted asymmetrically (z-syndrome) approx 5 and 1/2 months post implant. The pt noticed a decrease in vision 5 weeks post lens implant. Presented with anterior capsular contraction 2 months post lens implant, displaced iol 5 months post lens implant. Yag was performed approx 13 weeks post implant. The surgeon indicated that in her opinion, the likely cause of the event was the pt condition. The pt's most current prognosis and treatment are described as removal of existing trulign iol and secondary iol placement. This report pertained to the pt's left eye. Ref MDR# 2031924-2014-00147 for the pt's right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.